Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and indication of initial surgical procedure? Were there any intra-operative complications? Other relevant patient comorbidities? When was the mesh exposure first noted by a physician? When was the mesh exposure second time noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation for both exposures? Please specify voiding dysfunction? Onset? Has voiding dysfunction changed from pre-surgery condition? Describe any medical/surgical intervention for both exposures including dates and surgical findings? How were recurrent uti¿s treated? Results? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced severe pain, exposure of the mesh twice, pelvic pain, recurrent urinary infection, and voiding dysfunction as mesh located proximally. Additional information has been requested.